Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: pump was on pt. Symptom - helium loss message on console. The pump was exchanged off the pt. Findings/action taken: biomed checked console for both source side and pt side helium leaks. Could not find problem with console. Unit returned to service.